Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Primary procedure, right hip, stryker implants. The patient experienced an intraoperative calcar crack upon rasping the proximal femur. The crack did not open with stem insertion. The surgeon prophylactically cabled using dall-miles cable.

Manufacturer narrative:
Additional information: - patient identifier an event regarding intraop fracture involving an unknown rasp was reported. The event was confirmed by medical review. Method & results: - product evaluation and results: not performed as the device was not returned for evaluation. - clinician review: the available medical records were provided for review with a consulting clinician who noted that," sustaining a crack of the calcar during femoral preparation is an acceptable risk of primary uncemented total hip arthroplasty, particularly in post-menopausal osteoporotic women. Appropriately evaluating this intraoperatively and prophylactically cabling the femur will likely avoid any clinical problems. There is nothing unique about the stryker instruments or implants that contributed to this event. " - product history review: not performed as the device associated with the event was identified properly. - complaint history review: not performed as the device associated with the event was identified properly. Conclusions: it was reported that during primary hip arthroplasty, patient experienced an intraoperative calcar crack upon rasping the proximal femur. A medical review of the available medical records by a consulting clinician noted that sustaining a crack of the calcar during femoral preparation is an acceptable risk of primary uncemented total hip arthroplasty, particularly in post-menopausal osteoporotic women. Appropriately evaluating this intraoperatively and prophylactically cabling the femur will likely avoid any clinical problems. There is nothing unique about the stryker instruments or implants that contributed to this event. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, right hip, stryker implants. The patient experienced an intraoperative calcar crack upon rasping the proximal femur. The crack did not open with stem insertion. The surgeon prophylactically cabled using dall-miles cable.